Manufacturer narrative:
Concomitant medical products: product ID: 694265, product type: lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for charge circuit inactive for an implantable cardioverter defibrillator (ICD) that was at end of service (eos). The patient indicated that they didn't want the device changed out or removed. The device remains implanted. No patient complications have been reported as a result of this event.